Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional and a manufacturer representative reported that the patient had their device removed. The patient was having cold sweats, extreme pain, a sore throat, a sore jaw, and their chest was sore. They were not getting pain relief with the device. The patient did not have a fever. The cause of the pain was unknown. The symptoms were resolved after the explant. The patient's indications for use were spinal pain and failed back surgery syndrome.